Manufacturer narrative:
(B)(4). Additional info: the customer returned the actual sample for evaluation as well as companion samples. The used sample was visually inspected and the reported condition was confirmed. The sample arrived out of the pouch primed. The unused samples arrived in sealed pouches and the reported condition was not confirmed. Each sample was visually inspected which showed that the middle/2nd septum was collapsed/inverted only in the used sample. The collapsed/inverted septum was removed and visually inspected under a microscope. This showed that the center slit was present and that an entry site was visible just below the center slit. The assignable cause was unable to be determined. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Correction: visual inspection confirmed the reported condition, so the functional test wasn't performed.

Event description:
A baxter sales representative reported to corporate product surveillance that an interlink continu-flo solution set experienced a malfunction that "when you insert the needle it pushes the insertion point into the tubing." There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.